Manufacturer narrative:
Concomitant medical products: 861723, 118-01-02 - p-series pf plasma collarless sz 2 12/14, 1220840, 180-01-54 - nv crown cup clstr hole 54mm group 2, 1261810, 148-28-03 - 12/14 zirconia head 28mm +3.5mm neck, 1299899, 120-65-20 - bone screw 6.5mm dia x 20mm long, 1311358, 120-65-30 - bone screw 6.5mm dia x 30mm long, 1318975, 120-65-20 - bone screw 6.5mm dia x 20mm long.

Event description:
It was reported via legal that 14 years post op the initial left tha, this female patient was revised due to severe osteolysis and poly wear. Surgeon stated "the exactech novation acetabular component was well fixed and there was catastrophic wear of the poly liner". The left acetabular components and femoral head were replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and osteolysis after being implanted for approximately 13.5 years. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The following sections were corrected: h1. The revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and osteolysis after being implanted. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: c, d. The revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and osteolysis after being implanted. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.